Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high and giving "error 5" messages. The pt tests his blood glucose 15 times a day. He takes novolog insulin via an insulin pump. The pt indicated that the alleged meter issue started on the same day. He explained that he had just opened a box of 100 one touch ultra test strips that day and started using them while he was out on a bike ride. The pt claimed that the first 2 bottles that he opened gave "error 5" messages. The pt then claimed that the other two bottles gave readings that were not right. During the ride, the pt claimed that he got high results of over "300 mg/dl". At one point, he got a result of "410 mg/dl" and in another instance, he said the meter just said "high". According to the owner's manual, the meter will display "high glucose" if the device detects a blood glucose level possibly exceeding "600 mg/dl". The pt reported results of "367, 373, 410, high, 379, and 417 mg/dl" from the meter's memory. Based on one of the "high" meter readings, the pt reportedly took an increased dose of insulin. He took an add'l 3 units of insulin. An unk time later, the pt stated that he had a "drastic low". He mentioned that he had a cold sweat, was dizzy and his vision was 'splotchy." The pt denied checking his blood glucose when he felt low. The pt administered self-care by drinking juice and eating something. The pt denied receiving medical intervention from a hlth care provider. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for eval, but has not yet rec'd them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.